Event description:
It was reported while using bd phaseal¿ spike connector (c180j) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: IV set placed in a carrying bag was transported to a hospital ward where the anticancer agent was found to be leaking in the bag.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-jan-2023. H6: investigation summary one sample and multiple photos were provided to our quality team for investigation. Through visual inspection, the spike shank is observed to be broken, a piece of the shank thread remaining stuck on the connector threading. Remnants of the solvent used to glue the shank to the connector were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including testing to ensure proper assembly, no issues were identified. A device history review was performed for lot 2209212, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the quality teams' investigation and sample evaluation, it was determined the breakage likely occurred during use, due to the force used when inserting the spike connector. H3 other text : see h10.

Event description:
It was reported while using bd phaseal¿ spike connector (c180j) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: IV set placed in a carrying bag was transported to a hospital ward where the anticancer agent was found to be leaking in the bag.